Event description:
It was reported that during a lap gastrectomy surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 2/11/2026. D4 batch # unk. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: what was the cartridge color used? Unknown. What firing was this? (First firing, second, etc)? Unknown. After using the manual override lever to return the knife did the device open? Yes. Was there any tissue damage? If so, what was the tissue damage? No. Did the reload fire all of the drivers? No. Was the cut line completed? Unknown. Was the staple line completed? Unknown. Does it seem like the device had power when attempting to use the home button? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/27/2026. D4 batch #480d71. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. The device event log was reviewed. Several events were found that caused the device to experience a false lockout event. The device was tested for functionality in the straight position with a test battery and a returned reload, the cut line and staple formation was adequate, however the device, did not achieved and complete firing sequence. The test battery was removed and placed back; the knife was returned to its home position by pressing the home button. The condition noted on the event log and device has been is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 480d71, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Corrected data d4: UDI#. Date sent 2/24/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.